Event description:
The customer reported that the insulin pump alarmed auto-off. The customer stated that she may have accidently turned the auto-off feature on and requested assistance turning it off. During the phone call, the customer's blood glucose reading was 562 mg/dl. It was advised that paramedics could be called to treat the customer, but the customer declined to have paramedics called. A f/u called to the customer revealed that the customer had been treated by paramedics and taken to the hospital, due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.